Event description:
It was reported to philips healthcare that the heartstart mrx kept failing the opcheck test when the charge button was pressed. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.